Event description:
A CT of lumbar spinal without contrast revealed there was a break within the metallic epidural catheter at the skin surface at the l2 level. The metallic catheter demonstrated an abrupt reduction in caliber along the undersurface of the l2 spinous process. The relatively faint and narrowed catheter extended into the dorsal epidural space at l2-l3. Punctate epidural and neural foraminal air density extended from t12-l1 through l3-l4. Position and alignment of the lumbosacral spine was unremarkable. Mild posterior disc bulge at l5-s1 without nerve root compression or displacement. Mild diffuse posterior disc bulge at l4-l5 without nerve root compression or displacement. The l3-l4 disc is unremarkable.

Event description:
It was reported that a piece of a portex® continous epidural catheter broke off, requiring the patient to go to surgery to have it removed. It was noted that the epidural was placed with ease, 10cm at skin. With test dose, there was noted skin elevation and expansion of subcutaneous tissue. Attempt at pulling back the catheter was met with some resistance. Fulling pulling caused break of casing and unspooling of the epidural catheter (fractured catheter). The patient went to surgery to have the fragment removed. After the surgery, the patient was reported as doing fine. No permanent injury was reported.